Event description:
It was reported that the patient's implantable neurostimulator (ins) battery has been dead for several years and it did not help her with incontinence problem when battery was working. It was noted that the patient did not feel stimulation sensation. It was later reported that the patient¿s device stopped working ¿around 2004.¿ the patient stated that ¿it stopped itself.¿ the patient reported discomfort at the implantable neurostimulator (ins) pocket site. The patient stated that occasionally her ins pocket site got sore and she had trouble sleeping on that side. It was noted that this had started about one year prior to this report.

Manufacturer narrative:
Concomitant products: product ID 3886, lot # l94963, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2002, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The patient's implantable neurostimulator "had not been active since 2004." It was noted the patient's physician "wasn't so enthused about taking it out because he said it's harder to heal that area."